Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nipple disorder ("nipple ring gets irritated"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal and nipple disorder outcome was unknown. The reporter considered medical device removal and nipple disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, nipple disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast discomfort ("nipple ring gets irritated") and amnesia ("memory loss"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, breast discomfort and amnesia outcome was unknown. The reporter considered amnesia, breast discomfort and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, nipple disorder, amnesia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Event: memory loss added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast discomfort ("nipple ring gets irritated"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal and breast discomfort outcome was unknown. The reporter considered breast discomfort and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, nipple disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.